Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient present to surgeon rooms 3 years post total hip replacement with pain. On x-ray there was an area in the region of the distal portion of the stem where bone had was missing? Reason. Revision surgery was performed. A frozen section was taken during the procedure which ruled out infection but still unknown cause. Stem was revised. Patient status / outcome / consequences? Yes. Patient consequence description / was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: revision surgery.